Event description:
The customer reported that there was a there was a loudspeaker error on the intellivue x3. The device was not in use on a patient at the time of event, there was no adverse event reported.

Manufacturer narrative:
The customer reported the x3 without a host monitor gave an inoperative message "speaker error" even after cold start. A philips bench repair technician (brt) evaluated the unit at the bench. The unit was tested with various monitors and the defect claimed by the customer could not be reproduced. No functional defects were found. Based on the information provided in the case and the bench repair, the customer's alleged malfunction could not be confirmed. The device was sent back to the customer site. No further investigation or action is warranted at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Corrected data: e1; reporter institution phone number (B)(6). E1: reporter phone number (B)(6).

Event description:
The customer reported that there is a loudspeaker error. Information is pending to confirm if there was sound coming from the speaker. Patient involvement is unknown. There was no report of patient or user harm.